Event description:
Patient's mom called regarding a faulty microbore extension set tubing, lot number 5441433, expiration date unk. She stated that when priming, the tubing starts to fill up about 3 inches and the pump is alarming for "pressure". There is no blockage detected on visual examination per patient's mom and it continues to happen even when changing out the tubing. Patient does have 5 other tubing sets from a different lot number on hand which are working but will not have enough on hand due to the tubing issue. Author also reviewed changing out the batteries every 3-4 days then what's currently being done which is every 7 days. Informed that pharmacy will be calling her back to schedule additional tubing to be sent to the patient. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.